Event description:
It was reported that the customer had a blood glucose reading of 48 mg/dl. She stated she had an active morning and would treat with food. The customer reported issues with her sensor sticking to her body. Standard troubleshooting was performed. The product was returned. Nothing further was reported.

Manufacturer narrative:
(B)(4) analysis was unable to confirm adhesive anomaly due to sensor.